Manufacturer narrative:
Concomitant product : peek cage (implant: (B)(6) 2007). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on ... (B)(6) 2007: x-ray shows lungs free of infiltrate or mass. On (B)(6) 2007 the patient presented with internal disk disruption, degenerative disk disease, disk osteophyte complex, spinal stenosis, c5-6, neck pain with upper extremity symptomatology. The patient underwent anterior cervical decompression with instrumentation and fusion of c5-6. According to the operative notes, the surgeon chose the appropriate sized peek cage. This was a biomechanical device with intervertebral defect. This was loosely packed with rhbmp-2/acs soaked in collagenous sponge. The peek cage was then gently tamped in position. The surgeon had rigid interdigitation of the cage as it was well seated. Interbody fusion arthrodesis at the c5-6 level was completed. There were no noted complications. On (B)(6) 2007: x-ray shows postoperative shortness of breath on (B)(6) 2007: patient was discharged after remaining in the hospital one extra day due to lethargic and pain out of control. On (B)(6) 2011: patient underwent anterior cervical fusion of c4-6 with a reconstruction plate and multiple cortical screws for degenerative disk disease, disk spinal stenosis at c4-5. On (B)(6) 2013: postop, patient was hemodynamically stable. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was provided.